Manufacturer narrative:
On site investigation found the viking l to be in very good condition, with a new sling bar attached. It is strongly recommended that the lift operators be retrained with special attn towards the attachment of the sling straps under tension before lifting. By following the users instructions this can be prevented. This incident is viewed as a user error issue and not a product problem. Return is not anticipated as the prod is still in use at the facility.